Event description:
It was reported that a patient with a history of spondylolisthesis, degenerative disc disease, stenosis, and radiculopathy underwent a posterior lumbar fusion at l4-5 using bmp. At an unknown time post-op, the patient presented with low back pain, bilateral hip pain, right radiculopahty, and swelling of the left lower extremities. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.